Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the pump not working appropriately. No additional information was reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The pump was visually and microscopically examined, identifying the kink resistant tubing (krt) was worn down to the filament; however, no leaks were found. Upon functional testing, the pump did not pass the inflation and activation tests. Based on the information available and analysis results, the reported allegation of the pump not working appropriately was confirmed.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the pump not working appropriately. No additional information was reported.